Manufacturer narrative:
Additional information: (B)(4).

Event description:
New information received stated that the hospital suspected the cause of the noise anomaly may be due to the pacing system analyzer. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
The reported event of noise was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the atrial lead was placed in position and was tested on the pacing system analyzer. The lead exhibited baseline noise artifacts that persisted after many attempts of troubleshooting. A different lead was then used. After the active fixation helix was deployed, the lead was tested successfully. No patient symptoms were reported and the patient was recovering post procedure. No further incident was noted.